Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received multiple a52 alarms. It was also reported that insulin pump had a constant tone. Customer's blood glucose was not reported.

Manufacturer narrative:
The insulin pump was received with no escape and act buttons response due to flattened buttons dome switches. The keypad connector on the lcd board was inspected and no anomaly was noted. No a12, a52, e52 alarm or unexpected audio or beep anomaly noted after inserting a good battery. Unable to perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, a21 test and all operating current measurement due to no button response. The insulin pump had minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.